Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer reported a blood glucose (bg) level of 50 mg/dl. Reportedly, the customer seized due to low bg. Customer declined to provide any further specific information. No additional patient or event information was available.